Event description:
Rptr was hospitalized and is in constant pain. She can not hold down a job because she hurts too badly. Rptr was told when she asked if she would always have the rods in her back and the dr said probably not because of how skinny she is. He said in a couple of years they would start sticking out of her back. Rptr has no insurance and that makes it hard to go to see and dr.